Event description:
It was reported that the ventricular lead exhibited noise which caused ventricular fibrillation detection and aborted therapy. The physician increased the number of detection intervals up to 16 from 12.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.